Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use and detection, cardiosave intra-aortic balloon pump (iabp) alarmed electrical detection failure code #3.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e1(initial reporter, event site address, event site address line 2), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The device alarmed that the automatic inflation failed and there was a helium leak. After replacing the assy,helium reservior and the compressor, scroll, the equipment was tested and the functional parameters were normal and delivered for clinical use.

Manufacturer narrative:
Due to character limit, the full event site telephone is (B)(6). Updated fields: b3, b4, b5, b6, b7, d10, e1- event site telephone, g1-contact person at mfg site, g3, g6, h2, h6-health effect impact codes, h11.

Event description:
It was reported that during routine check by customer, cardiosave intra-aortic balloon pump (iabp) alarmed electrical detection failure code #3. There was no patient involvement and no injury.

Manufacturer narrative:
Updated fields- b4, b5, e1 (event site address, event site city), g3, g6, h2, h11. Corrected fields- h6 medical device ¿ problem code, investigation findings.